Manufacturer narrative:
Concomitant products included consept onestep disinfecting solution and consept onestep neutralizing tablets. Patient uses an unknown brand of two week soft contact lenses. The manufacturer completed chemistry testing on the product used by the consumer and product retained from the reported lot; all results were found to be within specifications. A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. (B)(4). All pertinent information known to the manufacturer has been submitted.

Event description:
A female patient reported she experienced ''red eyes'' after using consept onestep. She indicated she has used this brand for more than one year but recently has had red eyes. She saw a medical doctor and was prescribed unknown medications. She stated the doctor did not know the cause of the ocular redness. In follow up in was learned that she was prescribed pranoprofen and levofloxacin to use four times a day. She also indicated that she had initially used renu but the product caused ocular redness. She saw a doctor and was told not to wear her contact lenses for a while. When the redness resolved she resumed contact lens wear and began to use consept onestep which included the neutralizing tablet and the consept rinsing solution. Her eyes became red so she returned to the doctor and prescribed pranoprofen and levofloxacin to use for about three weeks. She did not wear her contact lenses while using the medications. After the symptom was relieved she resumed lens wear using renu again and again her eyes became very red. She returned to the doctor and again was prescribed the same medications. The symptom resolved in two or three days. The patient is currently using complete clear comfort without problems. This report is for the consept rinsing solution. A separate report is submitted for the consept onestep neutralizing tablets and the consept onestep disinfecting solution.